Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient was extremely unhappy with their vision, especially at near and intermediate distance. The iol was exchanged for another lens model two months following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).